Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. : customer states they put a new battery into the pump and the screen won¿t turn on and tried 3 different batteries. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube threads and battery cap contact. Unit was tested with test battery cap and alarmed failed battery test due to corroded battery tube and battery cap contact. Unable to perform displacement test or verify operational currents due failed battery test alarms. Unit was received with cracked case at the display window corners. Unit was received with minor scratched display window and case.